Manufacturer narrative:
Lead: model 3587a25, lot # n230423. Lead: model 3587a25, lot # n136907. Extension: model 37082-60, serial # (B)(4). Programmer: model 37743, serial # (B)(4). Recharger: model 37752, serial # (B)(4).

Event description:
It was reported the patient's device was turning off intermittently. The device was interrogated and no problems could be found. The patient planned to keep a log of the events and would contact the manufacturer or their healthcare provider if the problem persisted. If additional information becomes available, a follow-up report will be sent.